Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device was not working. A specified issue was not provided to philips. There was no report of patient involvement.